Event description:
An unspecified issue was reported with the adc device in use with an iphone ios version 15.7.5.customer was unable to access their freestyle librelink account due to a password re-set error. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of feeling "unwell." User received third-party treatment of baqsimi/nasal glucagon. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle libre 3 app complaint was investigated and determined that there were no issues with the freestyle libre 3 app that would have led to the complaint. The user reported unable to scan the sensor and incompatible os. Attempted to replicate the user¿s complaint using similar configurations of iphone 11 with ios 16.3.1 for app version 3.4.0.7368 and the user complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with an iphone ios version 15.7.5.customer was unable to access their freestyle librelink account due to a password re-set error. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of feeling "unwell." User received third-party treatment of baqsimi/nasal glucagon. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.